Event description:
It was reported that during an unk procedure, the device was fired and 1 row of the staples were strsight leg. Had to oversew with prolene to complete the procedure. No pt consequence.